Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they turn stimulation off every night and sometimes in the morning they will turn it back on but it already says on since (B)(6) 2016. It was stated that they use the antenna and always press the orange button first then the white stimulation on/off button. They are sure they are not forgetting to turn stimulation off at night and don't think they are accidentally pressing the white button when they sync. The patient mentioned this to their healthcare professional (hcp) who told them it wouldn't turn on/off on its own so they are wondering what is going on. Follow up with the hcp is to be conducted. Follow up information received from the patient on (B)(6) reiterated that the implant was spontaneously turning on, and that the issue has not yet resolved. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.